Event description:
It was reported that an infusor had a ruptured bladder. This was identified before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. Visual inspection confirmed the ruptured bladder. Microscopic analysis found an abrasion on the interior surface of the bladder near the rupture line. The cause of the rupture was undetermined. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.